Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a successful pci, the physician deployed a mynxgrip for hemostasis. Everything went great. About seven (7) days later, patient felt a ¿pop¿ in her groin. Moving forward, possibly a week, a hematoma was discovered in her groin. Approximately a week after that, cellulitis was discovered. Multiple hospital visits have occurred.

Manufacturer narrative:
Complaint conclusion: after a successful pci, the physician deployed a mynxgrip for hemostasis. Everything went great. About seven (7) days later, patient felt a ¿pop¿ in her groin. Moving forward, possibly a week, a hematoma was discovered in her groin. Approximately a week after that, cellulitis was discovered. Multiple hospital visits have occurred. The device was not returned for analysis. A device history record (DHR) review could not be completed as the lot number was not provided. An access site hematoma after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factors are likely since the customer reported feeling a ¿pop¿ a week after deployment. Cellulitis is a type of bacterial infection that affects the skin and the soft tissues underneath. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. Infections occasionally occur following closure, and may also be caused by a bleeding event. Hematomas promote colonization of bacteria, which may lead to inflammation, swelling or infection near the closure site. It is possible that the hematoma that occurred and care to the puncture-site may have contributed to the cellulitis reported. The reported complaints could not be confirmed. According to the mynxgrip IFU, which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.